Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the age of the patients was approximately 60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿improved real-time recordings using the fourth-generation cryoballoon technology¿detection of dual fascicle electrograms.¿ journal of interventional cardiac electrophysiology. Published online 26june2020. Doi.org/10.1007/s10840-020-00809-8. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a procedure using a cryoballoon ablation catheter system. There were three (3) patients who experienced a ¿large¿ groin hematoma; all of which after a groin ultrasound found no ¿major¿ vascular complications and no sequelae were recorded. There was one (1) patient who, during the procedure had cardiac tamponade, which was treated with pericardiocentesis. There were eight (8) patients who had phrenic nerve palsy (pnp); seven (7) of which showed ¿immediate¿ recovery in the electrophysiology (ep) room, and one persisted past the procedure, but had fully recovered with in six months. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The status/location of the cryoballoon catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.